Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.50-3.0-054 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Excessive vault and a tiny bit of pigmentation on the icl was observed. The lens remains implanted. Doctor will watch the patient for now since iop and vision is optimal. Cause reported as unknown, and device did not fail to perform as intended.